Event description:
See initial report.

Manufacturer narrative:
The name of the hospital and the affected sn were provided. The relevant fields have been updated. A livanova field service representative was dispatched to the customer facility. To solve the issue the hms board has been replaced. The unit was then intensively tested without showing deviations and was put back in service at its expected function. The involved pump was manufactured in 2019 and according to the review of the complaint database no further events have been reported for this unit. Based on the outcome of the intensive tests performed by the authorized livanova field service technician and the investigations performed for similar cases, the most likely root cause of the reported event was traced back to a malfunction of the hms board, leading to a temporarily lost communication between the hms board and the motor. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H10: livanova deutschland manufactures the s5 system. The incident occurred in india. The failure was traced back to motor control board. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that one of s5 double head pump did not work and gave a motor control failure message. The issue occurred during priming. There was no patient involvement.